Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found holes at the black I-beam tubing through pinch valve vl1 as well as in the dura tubing through pinch valve vl111 to the waste chamber. The fse replaced the tubings at vl1 and vl111. The instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was approximately 2 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.